Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a clamp being left open on unused lines is a known cause of this issue. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2267 alarm (air and fluid in set) occurred on the homechoice (hc) device during dwell one. The baxter technical service representative (tsr) explained the alarm and the home patient (hp) stated that they left an unused line open. The tsr had the hp close all the clamps and then cycle the power to clear the alarm. The hp would start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.